Event description:
It was reported the rf (radio frequency) head is not responsive. The rf head was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent telemetry and the rf (radio frequency) head failed uplink functional test; rf head cable found out of electrical specification. Analysis also found the rf head failed electromagnetic field immunity functional test due to the lower case. Concomitant product: product ID 229047 analyzer. (B)(4).